Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, when pulling out the insulin, it needs to be in the unit, but it is showing as a vial even though everything is correct in es server and machine. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that order not crossed to device. The technical support specialist checked the server and confirmed that no issues were observed at the time. The patient had already been in a discharged state, and all systems appeared to have been functioning normally. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, when pulling out the insulin, it needs to be in the unit, but it is showing as a vial even though everything is correct in es server and machine. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported due to this event.